Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 20 mg/dl range, and resulted in emergency medical technicians (emt) being called. Customer consumed carbohydrates to address bg level. Additional details regarding assistance received from emt was not provided. Reportedly, the customer suspected that the pump settings needed to be adjusted. Recommendation was made to discuss diabetes management with a health care professional.